Manufacturer narrative:
The product associated with this complaint was returned to the manufacturer for analysis. At this time, there is no evidence of a manufacturing or design-related issue, and the event is being submitted as a malfunction with the potential for serious injury if it were to recur. Silk road medical will continue to monitor for occurrences of similar events. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a transcarotid artery revascularization (tcar) procedure, upon opening the box, a hole/puncture was seen on the pouch of the enroute transcarotid neuroprotection system. The device was not used in the patient and there were no health consequences or impact to the patient. A new device was used, and the procedure was completed successfully.